Event description:
The lay user/patient contacted lifescan (lfs) customer service on september 2, 2009, alleging that the shipper box that contained her one touch ultra test strips were damaged, and that the cap of her test strip vial was cracked. She also claimed she developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the reported issue first occurred the previous month at 6am. As a result of the reported issue, the pt took an increased dose of 75/25 humalog (dosage based on sliding scale). It is not known if the pt tested her blood glucose with the reported test strips or if she had any other test strips to use at the time. It was noted that 1 day after the reported issue began, the pt started to feel shaky and confused. It is unk if the pt attempted to test her blood glucose before and during her reported symptoms. There were no other reports of treatment after the pt took the increased dose of humalog. Based on the provided info at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after discovering the damaged packaging. Replacement products were sent to pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.